Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked display window and missing reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that the insulin pump is cracked at the edge of the reservoir compartment and the reservoir kept coming out. Blood glucose value was 213 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.